Manufacturer narrative:
Concomitant products: 4195-88 lead implanted: (B)(6) 2011, 6947-58 lead implanted: (B)(6) 2011.

Event description:
It was reported that the right atrial lead was undersensing p waves. It was noted that the sensitivity was programmed below the measured sensing threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.